Event description:
I have obstructive sleep apnea and I am CPAP user for many years. I used 2 different models of philips respironics over the past years. I started to suffer from morning headaches, irritating cough and airway congestion. These symptoms has been going on for a while and I was not sure why until I received the notice for recall of my CPAP machine because it has hazardous issue and potentially harmful. Going to see my healthcare provider soon and do some tests. FDA safety report ID# (B)(4).